Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been (B)(4) other event reported for the reported manufacturing lot visual inspection: the returned device showed scratches and degradation of the santoprene green handle confirming the event. The event was confirmed. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that upon inspection sales rep found out that rubber on the handle is discomposing and needs to be replaced.

Event description:
It was reported that upon inspection sales rep found out that rubber on the handle is discomposing and needs to be replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.